Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent has been implanted to treat a 2cm benign stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed, however, it was noticed that the covering of the stent that is outside of the common bile duct had a little hole in between the metal diamond. Reportedly, the physician was comfortable leaving the stent implanted and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable and good.